Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a professional conference of a case study involving a (B)(6) female patient with av block who received an altrua pacemaker. One year later, the patient was diagnosed with stomach cancer and was receiving chemotherapy when it was confirmed through blood cultures that the patient had an infection. The device pocket was also noted to be swollen. The patient was sent to another hospital for a system explant. The device was explanted with the right ventricular (rv) and right atrial (ra) leads without issue but difficulties were encountered explanting the leads as a result of tissue adhesion. The leads were extracted via the femoral vein. No additional adverse patient effects were reported. It was also reported that after the explant procedure, the patient was in good condition.